Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient management system transmission report indicated that the battery voltage was not measured for the patient's device. Additional information obtained through follow up indicated that the patient did send a successful manual transmission after the call report which indicated the battery voltage was within normal limits and the device is still in use. There were no patient complications reported as a result of this event.